Manufacturer narrative:
According to the practitioner the implant is lost (loss of osteointegration) after implant has been restored. The implant has been placed in 28 position on (B)(6) 2015 and removed on (B)(6) 2017.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.